Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia with blood glucose value was 31 mg/dl. The current blood glucose is 91 mg/dl. The customer treated their low blood glucose with food and glucose tablets. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.